Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, pacing impedance measurements were greater than 2000 ohms through the device on the right ventricular (rv) channel. The measurements were high through the pacing system analyzer (psa). The associated rv lead was an attempted implant and a replacement lead was successfully implanted with this device. No adverse patient effects were reported.